Manufacturer narrative:
Natus tech support assisted with the 5 year old unit over the phone. Troubleshooting was performed found the loose connections and reseated all cable connectors. The customer confirmed unit amber, blue leds were illuminating and the intensity was within specification. Issue was resolved, and no further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light had only amber leds that were illuminating. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.